Manufacturer narrative:
Concomitant medical products: patient¿s medications: atenolol, codeine with acetaminophen, hydrochlorothiazide, levothyroxine, losartan, simvastatin, warfarin, ascorbic acid tab, aspirin, calcium, cyanocobalamin, melatonin, multivitamin, grapeseed and pine bark extract, pyridioxine, rutin, and vitamin e caps.

Event description:
On (B)(6) 2006, the patient was implanted with a gore tag thoracic endoprostheses to treat a type b aortic dissection. The patient tolerated the procedure. It was reported that on (B)(6) 2015, completion angiogram following the conformable gore tag thoracic endoprostheses procedure showed excellent results, with a patent bifurcated graft to the great vessels and complete exclusion of the proximal portion of the false lumen of the dissection. Immediately following the surgery the patient demonstrated an acute hemodynamic collapse, with evidence of significant bleeding out of his mediastinal tubes. He underwent emergency re-exploration of the chest, with findings of a focal dissection of the anterior aspect of the sensing aorta, proximal to the origin of his bifurcated graft. Reportedly the physician believed this was secondary to placement of his side-biting aortic cross-clamp. The patients ascending aorta was mildly dilated and thinned in consistency. The patient was emergently placed on coronary bypass and then circulatory arrest. An attempt at repair was made but the patient refused a blood transfusion due to religious beliefs. Despite aggressive attempts at repair, the patient expired from exsanguination. The patient expired on (B)(6) 2015.

Manufacturer narrative:
Further investigation determined this event was previously reported on 3/4/2015 under manufacturer report number 2017233-2015-00134. As the information captured on this report (2017233-2015-00142) is duplicate information, this report submitted on 3/11/2015 is being retracted.

Event description:
On an unknown date, the patient underwent a previous endovascular procedure with a gore® tag® thoracic endoprostheses. The patient tolerated the initial procedure. It was reported that on (B)(6) 2015, there was a reintervention to treat a type b uncomplicated aortic dissection. The physician performed a brachiocephalic trunk/innominate surgical de-branch, left common carotid surgical de-branch, left subclavian covered/embolization. Three conformable gore® tag® thoracic endoprosthesis were implanted. The patient tolerated the reintervention procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation.